Manufacturer narrative:
There has been no prod returned for eval to date. Therefore, no conclusion can be drawn. A follow up report will be submitted when/if subject prod has been received and evaluated.

Event description:
It was reported that the pt felt a pain due to placement of the device. The device was removed, because the pt still had pain.